Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results - (operational problem): visual inspection of the returned product found the lens optic torn into pieces, with one piece torn off and missing. The lens was returned dry and there was evidence of clear and reddish residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, +24.5 diopter, in the patient's left eye (os) and the lens tore. The lens was removed with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter stated the lens tore while being inserted and was removed within the same surgery. The lens was cut to remove. And the backup lens was implanted. (B)(4).